Event description:
It was reported that during a clinic check, loss of capture was noted on the left ventricular (lv) lead. Programming changes were made. There were no adverse consequences to the patient.